Manufacturer narrative:
Part 03.037.028, lot 64p7801: manufacturing site: (B)(4). Release to warehouse date: august 24, 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was completed: upon visual inspection, it was observed the shaft of the returned device was cracked at the proximal end near the handle. No other issues were observed with the returned device. Dimensional inspection showed the relevant dimensions were conforming. Based on the date of manufacture, the current and manufactured revision of drawings were reviewed; no design issues or discrepancies were identified. The complaint condition was confirmed. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during hip surgery, the trochanteric femoral nailing advanced (tfna) flexible screwdriver broke while tightening set screw. The procedure was successfully completed with no surgical delay reported. No patient consequence. This report is for a screwdriver. This is report 1 of 1 for (B)(4).